Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support was performed and the pump was reset. There was no reported impact to the customer's blood glucose level and the customer continued to use the pump for insulin therapy.